Event description:
It was reported that an alarm for an error occurred. The user removed and replaced the batteries twice, but the alarm persisted upon powering up. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.